Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 65 mg/dl prior to the event. The customer stated that he treated the 65 mg/dl blood glucose reading by eating chocolate covered almonds instead of drinking juice like he normally does. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.